Event description:
It was reported that, "doctor revised a ceramic 26mm head and 20 degree liner due to dislocations."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.